Event description:
On 11/26/93 a pt care tech. Put on a pair on non-sterile latex exam gloves prior to initiating dialysis. Pt felt an itching and swelling of her hands which worsened. Subsequently, her breathing became labored and difficult. Drs at the unit sent her to the ER where she was later admitted to the hospital for observation.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.